Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One tapered screw-vent implant (tsv6b10) and mount were returned for investigation. The reported event occurred at tissue level and there were no allegations against the mount. Therefore, this investigation addressed only the implant. Visual evaluation of the as returned implant identified signs of use but no apparent signs of malfunction. The implant could not be functionally tested for the reported failure (perforated sinus) as it is a medical event. Measurements were taken using a caliper through dimensional analysis and comparison to drawings (file: drawing), the device was determined to be within design specifications when it left zimmer biomet. Pre-existing patient condition noted on the per was 'low bone density ¿ type IV'. The reported device was being placed on tooth #17 (fdi) when the incident occurred. Documents reviewed: instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev 9-10/19. Information identified: contraindications, warnings & precautions. Per the applicable IFU, improper techniques and overloading can cause patient injury and pain. DHR review: DHR review for the lot (1248195) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (1248195) for similar events (complaint category keywords: medical: perforated sinus) and no other complaint was identified. Post market trending review: february post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did not occur. However, the reported event could not be verified as the exact details of event and patient anatomical conditions were nonverifiable.

Event description:
Doctor reported perforated sinus. No other implant has been placed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. PMA/510(k) number: k011028 and k013227.